Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: on investigation, there was no audible tone from the pump. All audio settings set to ¿high¿ except temp basal, which was set to "vibrate". The pump was opened for investigation revealing an audio tone module (piezo) solder joint crack. Investigation duplicated the complaint. Unrelated to the original complaint, the battery compartment and pump case was noted to be cracked in several areas.